Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that cleo® 90 infusion sets fell while the customer was playing outside. The site was replaced each time it fell off to resume insulin. No permanent injury reported. See MFR: 2183502-2016-01843 and 2183502-2016-01844.